Manufacturer narrative:
The reported event that the drill is broken off could be confirmed. The visual inspection revealed that drill helix is broken off near the shaft at the working area. The broken off fragment was not returned. Within the investigation it was determined that the fracture surface shows the appearance of a ductile forced rupture resulting from too high forces during application. Furthermore, the shoulder of the shaft shows strong friction traces resulting from collision and friction with a hard object - no bone. According to this, residues of metal are visible on the surface of the shoulder of the shaft also indicating that the single use drill was applied in multiple cases. Based on investigation the root cause of the drill helix breakage was attributed to a user related issue due to applying too high forces. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported by the company representative: while present in a facial fracture case, the doctor was pre-drilling a hole for a screw (using stryker tps), and the drill bit fractured at the base of the working length. The product was being housed in company representative's sample set and had been cleaned and sterilized many times using stryker cleaning sterilization instructions noted in IFU. He discovered the broken device when he was writing up the bill only at the end of the case, and does not know if the broken piece is still in the patient. There were no surgical delays nor adverse consequences reported. No other information is known at this time.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative: while present in a facial fracture case, the doctor was pre-drilling a hole for a screw (using stryker tps), and the drill bit fractured at the base of the working length. The product was being housed in company representative's sample set and had been cleaned and sterilized many times using stryker cleaning sterilization instructions noted in IFU. He discovered the broken device when he was writing up the bill only at the end of the case, and does not know if the broken piece is still in the patient. There were no surgical delays nor adverse consequences reported. No other information is known at this time.